Manufacturer narrative:
(B)(4): the philips account manager reported the battery was not detected on a demo device. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The philips account manager reported the battery was not detected on a demo device. There was no pt involvement.